Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had no button response due to corroded keypad traces. Analysis was unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test or test for battery out limit alarm due to unresponsive buttons. The insulin pump had a scratched display window, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the act button was unresponsive. The customer also reported that they received battery out limit alarm after replacing a battery. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer mentioned low blood glucose and got treated with glucose tablets. The customer stated that the battery out limit alarm was unable to be cleared. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.